Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 03/20/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Back to back blood test performed fasting - results are 91mg/dl and 87mg/d. Reviewed meter memory (time not set): 75mg/dl (B)(6) 2015 11:26:00 pm fasting:yes; 109mg/dl (B)(6) 2015 06:03:00 pm fasting:no. Customers concern: 75 mg/dl. Customer states that his normal range is 112-115mg/dl. Customer states that he has not been testing, his last test was done about a month ago, and he only tests once a month. Customer is not on any medication for diabetes.